Manufacturer narrative:
With the available information, boston scientific concluded this device experienced normal battery depletion.

Event description:
It was reported that there was an alert indicating the power use of this pacemaker was 108% more than expected. A request was made to have data from this device analyzed to evaluate for possible premature battery depletion (pbd), although no data has been sent to technical services to date. No adverse patient effects were reported. This device remains in service. Additional information: technical services reviewed available device data and confirmed the device has no abnormal faults or resets and is operating normally. The power consumption is stable and within expectations based on programming and therapy delivery with no evidence of pbd.

Event description:
It was reported that there was an alert indicating the power use of this pacemaker was 108% more than expected. A request was made to have data from this device analyzed to evaluate for possible premature battery depletion (pbd), although no data has been sent to technical services to date. No adverse patient effects were reported. This device remains in service.